Manufacturer narrative:
H4: the lot was manufactured august 26-27, 2024. H11: the device was received for evaluation containing 162ml fluid in bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow. This was observed after the device was filled with solution, prior to patient use. Two hours later, the liquid started to flow out from the device. There was no patient involvement. No additional information is available.